Manufacturer narrative:
(B)(4).

Event description:
It was reported during right ventricular lead revision, the right ventricular lead had dislodged back into the ventricular subclavia. Even fixed with three sutures, the lead could easily move through the sleeve. The cause of the dislodged lead was unknown. The lead was explanted and replaced. The patient condition was good.